Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implant of a lead was unsuccessful because the lead was difficult to place. The lead was explanted and replaced. A second lead implant was unsuccessful because the lead exhibited high thresholds in multiple positions. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.